Event description:
It was reported that during an unknown procedure, the surgeon placed three clips on the artery but when he wanted to place the 4th clip on the cystic duct, the clip ejected out of the instrument. This happened a couple of times so the surgeon took another ligaclip to finish the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: were ejected clips left in patient or were clips retrieved? Retrieved. If not retrieved, any change in post-op patient care? Na, the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.